Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was unable to adjust their stimulation. The implantable neurostimulator (ins) was showing an ¿in the box¿ icon. They also saw a triangle with and exclamation sync screen which indicated that the ins was unsupported. The issue was only occurring on the patient¿s left ins. The stimulation had been working fine about 2 weeks prior to the report. A manufacturer representative met with the patient on (B)(6) and interrogated the device. All of the programming was still in the memory of the ins. The patient was able to sync both programmers and both rechargers with both ins without issue during the appointment. The patient was not familiar with the antenna locate feature of the recharger. The patient was not getting a 50% or greater symptom reduction. The patient talked to a manufacturer representative on (B)(6) and the patient believed that the proximity of their two ins was causing the issue. The two devices were approximately 2.5 inches apart. The patient thought that when they would charge their right ins their left ins would pick up the charge as well. They thought that was why they were seeing a 589 code on their programmer. The error code had been seen before but it was unclear when. The patient used more power on their right ins than their left ins so they were instructed to not charge the left ins as much as the right ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2017, a power on reset (por) error message was seen but the exact code was unknown and the therapy had stopped. It was indicated that the patient had two implantable neurostimulator (ins)¿s in his chest that were only four inches apart and sometimes one device would read the other. To resolve the issue, it was recommended for the patient to get a form of lead shielding/barrier to isolate each batter and external device when communicating. The patient said they will try this and they discussed a possible battery revision with their healthcare professional (hcp).